Event description:
It was reported the patient had an infection. The patient had post-herpetic neuralgia and had pain in the left chest, back and arm. The patient was implanted on (B)(6) 2015 and the patient was given second generation cephalosporin and no antibiotics were administered during surgery. After finishing intraoperative testing the healthcare professional (hcp) fixed the lead. The hcp did not increase the tunnel to place the lead flanking. After the surgery, the patient felt the effect was good. The following day the patient had symptoms of fever and lethargy. No abnormalities were found in the suture or puncture position. The hcp suspected the patient was infected and antibiotics were given. On (B)(6) 2015, the patient¿s fever got worse and the patient had symptoms of fatigue and nausea. The hcp judged the implant position was infected and they explanted the lead, but the patient still had symptoms of fever and lethargy. Follow up with a manufacturing representative indicated that perioperative antibiotics had been administered and the patient did not have meningitis. The patient had symptoms of hyperpyrexia and drowsiness. A germ culture was not done. The infection had resolved.

Manufacturer narrative:
(B)(4).